Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were recalled. The customer stated that she took the device off to take a shower and now nothing was happening on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.